Event description:
It was reported that during a follow up in clinic, low pacing impedance and noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no anomalies were observed either visually or via diagnostic imaging. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.